Manufacturer narrative:
Result: [-1] the pet lock was intact. The pusher assembly was kinked approximately 81.0 cm from the proximal end. The coil was intact with the pusher assembly. [-2] the pet lock was intact. The coil was detached from the pusher assembly and stretched 31.0 cm from its proximal end, and the sr wire was fractured and protruding from the coil approximately 50.0 cm from the proximal end. The coil was detached from the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that the physician encountered resistance while attempting to advance two ruby coils through a px slim delivery microcatheter. Evaluation of the returned devices revealed [-1] the first ruby coil had a kinked pusher assembly and [-2] the second ruby coil was stretched and had a fractured sr wire. These damages typically occur due to improper handling during use. If the ruby coil is manipulated forcefully at an angle while being advanced through a delivery microcatheter, the pusher assembly may kink or the coil structure may become compromised. The resistance encountered by the physician may have been due to using the damaged pusher assembly and damaged coil. Ruby coils are 100% functionally tested during process inspection. The px slim delivery microcatheter mentioned in the complaint was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00729.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician experience resistance when advancing a ruby coil through a px slim delivery microcatheter. The physician removed the ruby coil and successfully deployed a ruby coil. The physician met resistance while advancing a new ruby coil through the slim microcatheter and it was removed. The procedure successfully continued using additional ruby coils. There was no report of an adverse effect on the patient.